Event description:
The customer reported the ventilator gave vent inop and motor fault. No pt involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assy and turbine encoder pcb assy. Ventilator inop, turbine was not operational. Replaced turbine encoder assy. With known good assy. Turbine began operating. Findings/root-cause: reported problem was duplicated and isolated to turbine encoder pcb. This issue is addressed in internal correction.